Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to other non-product experience. A new ra lead with a different model was placed. No additional adverse patient effects were reported. Additional information indicates that this lead was surgically abandoned due to high threshold. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to other non-product experience. A new ra lead with a different model was placed. No additional adverse patient effects were reported.